Event description:
It was reported by the patient¿s relative that the patient was working on a lawnmower which was not on and received a shock from the cardiac resynchronization therapy defibrillator (crt-d). The patient was spitting up blood and was not feeling well, and was advised by the clinic to go to the emergency room. No further information was available from the clinic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).